Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported dropping the insulin pump into a water cooler. Customer's blood glucose was 129 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported a battery out limit alarm occurred on the insulin pump, but they were unable to clear it because, the buttons were unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. All of the buttons functioned properly and no moisture damage was noted on the liquid crystal display circuit board, electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a broken reservoir tube lip.